Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the "30-40 bpm range." The right atrial (ra) lead exhibited intermittent oversensing. It was also reported that the right ventricular (rv) lead exhibited potential non-capture. The leads remain in use. No further patient complications have been reported as a result of this event.